Event description:
It has been reported by user facility; two cases of chemical colitis were confirmed.

Manufacturer narrative:
Methods: the manufacturer was unable to complete a full evaluation of device. The device was not available for return. Per customer, dispatched service was cancelled. Results: the manufacturer was unable to complete a full evaluation of device. The device was not available for return. Per customer, dispatched service was cancelled. Upon further investigation, cause of contamination is uncertain. It is suspected the two chemical colitis cases were due to operational errors and/or possible training deficiencies. There were no reports of unit malfunctioning. Facility continues to perform procedures with no additional reported cases. Patients experienced an estimated amount of three days of symptoms, including abdominal pain and diarrhea. Patients were also re-scoped. It is reported the patients are doing well with a full recovery and no indications of permanent damage. Mediator has offered additional in-service and training/retraining for employees at the facility. To date this offered service has not been scheduled. Upon receipt of any additional information and/or determination of contamination source, minntech/mediator will review and determine if a supplemental report is necessary. Device not returned for evaluation.